Event description:
A site biomed rep reported that their vertek arm would not completely tighten. This was discovered outside surgery, there was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Replacement part shipped (B)(4) 2012. Suspect part evaluated upon return ot MFR. Vertek was found to be very poorly maintained, however, still performed as expected. Medtronic rep was able to tighten and release the vertek without issue. When properly hand tightened, the joints were sufficiently locked down. Vertek found to be fully functional.